Manufacturer narrative:
This report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported they had a study that appeared that the capsule fell into the stomach early. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study that appeared that the capsule fell into the stomach early. Technical support connected to the system and it showed that the capsule fell off into the stomach before procedure ends. The patient was scheduled for a different day for a repeat procedure. There was no reported patient outcome.